Event description:
It was reported that pump displayed malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for resetting pump, successfully cleared malfunction without it recurring, was advised to continue using pump, and was instructed to call back if issue happened again, which caller acknowledged and understood.